Manufacturer narrative:
(B)(4). Concomitant medical products: cat#: 00879000703, modular flex drill bit 3.2 mm diameter 30 mm length, cat#: 574202050, lot#: 3142207, avenir cmpl ha ho col size 5, cat#: 00877502802, lot#: 3141226, bioloxâ® delta, ceramic femoral head, m, a 28/0, taper 12/14, cat#: 00625006525, lot#: 65537993, bone scr 6.5x25 self-tap, cat#: 110024464, lot#: 65887407, g7 dual mobility liner 44mm fj, cat#: 110031012, lot#: 65851661, vivacit-e dm bearing 28x44mm. The customer has indicated, that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed. A follow-up MDR will be submitted.

Event description:
It was reported, that a trilogy screw has gone all the way through the osseoti cup. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: malposition of the single acetabular fixation screw as noted. The single acetabular screw passes entirely through the cup aperture and provides no cup fixation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.